Manufacturer narrative:
(B)(4). Date sent: 7/5/2024. D4: batch # unk investigation summary this is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first and second photos show a green reload and the reload pan was noted partially dislodged. The third photo shows information about the event description. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 616c73, and no non-conformances were identified.

Event description:
It was reported that in surgery with dr. , the reload is rotated, at the time of mounting the reload in the jaw of the echelon flex 45 device, it does not fit into the recharge channel, upon inspection it is evident that it is crooked and poorly assembled on one side, there is no unsafe action since the reload is removed and a new one is uncovered, the surgery was not delayed nor was there any impact on the patient.